Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after completing the loading sequence, pump instructed customer to complete the fill tubing step. Issue was resolved without changing supplies; cartridge was successfully loaded. Customer's blood glucose was within 54-500 mg/dl.